Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during a rotator cuff repair procedure on (B)(6) 2021, it was observed that the vapr clplse90 electrode w hand cntrls device did not coagulate. Another like device was used to complete the procedure with a delay of 15 minutes. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained thatwas not available for the initial medwatch, a follow-up medwatch will be file as appropriate. Investigation summary: according to the information provided, it was reported that the vapr coolpulse 90 ° rotator cuff does not coagulate, consoles, pedals and other devices are changed where failure persists. Doctor completes surgery with premier 50 ° model without inconvenience. The device was received and evaluated. Visual inspection revealed that the electrode is in normal use condition. The cable is in good condition as well as the connector and pins. The suction tube does not show saline residues. The active tip does not shows signs of activation. When connected to the test generator, the electrode was immediately recognized. When performing the functional test, the ablation and the coagulation functions were able to work. The electrode will be sent to the manufacturer for further analysis. Manufacturer evaluation result for vapr clplse90 electrode w hand cntrls: two cp90 devices returned. The devices have not been returned in the original packaging. The active tip on both devices show they have been activated. Saline residue in suction tube. No visible damage to the device shaft, handle, cable or plug. The electrical test was performed, as a result, all the parameters passed the test. Functional testing was conducted; the device passed the test. Manufacturer summary: the customer reported fault was that the electrode(s) would not coagulate during the procedure could not be confirmed. Testing at olympus shows both the returned devices successfully passed both electrical and functional testing and activation performance remained consistent and we were unable to reproduce the reported issues. Both complaint devices were found to meet the manufacturers specification; therefore, no further investigation is possible. The root cause of the customer reported issue could not be determined. DHR review has been performed for the complaint device lot numbers u2103070 & u2007005; no issues (ncrs or deviations) with the manufacturing process have been indicated. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that in surgery, the vapr cool pulse 90 ° rotator cuff does not coagulate, consoles, pedals and other devices are changed where failure persists. The complaint device is not being returned, therefore unavailable for a physical evaluation, however two videos were provided. Upon the revision of the videos, it was found that the device is not working when it is activated. According to the inspection of the videos, this complaint can be confirmed. Multiple factors are associated with this type of failure, the electrode will have to be physically evaluated in order to provide a root cause. A manufacturing record evaluation was performed for the finished device u2103070 number, and no non-conformances were identified. In depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.